Manufacturer narrative:
(B)(4). A box with five unopened samples of product code z494, lot mj5477 were received for analysis. The issue sample was not returned for analysis. During the visual inspection of the samples, no defects were observed on the packets. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were examined along of strand and no defects or damaged were noted. A functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was observed, and the tested sample meet the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a caesarean section on (B)(6) 2018, and a suture was used. During surgery, the suture was broken during dermostitch by interrupted suturing. There were no adverse patient consequences reported.